Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the handle cannula broke during the attempt leaving the stone stuck inside the basket. The basket was manually pulled out. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the device was received in two parts. The handle cannula was separated from the plastic handle. Drag marks of the fastening screws are visible in the handle cannula. The proximal mark is a little visible. The inner sheath was buckled and the working length was kinked. Microscope inspection noted remnants of use, and the side car-rx is pushed back out of specification. Dimensional inspection of the distal and proximal screws found the proximal screw depth is less than the minimum tolerance. No other issues were noted. The reported event was confirmed. Based on all available information, the most likely cause is attributable to a discrepancy in the torque configuration of the equipment used. As the screw did not have the appropriate depth, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula detached as evidenced by the little visible screw dimple drag marks. The sheath buckled/accordion, the side car rx push back and the working length kinked, could have occurred as an adverse event due to the manipulation or technique used when interacting with the device since it did not work as expected. Therefore, the most probable root cause for the reported handle cannula break is manufacturing deficiency as the screw depth is out of specification; an investigation is underway to address this problem. The most probable root cause of the investigation findings of side car push back and sheath buckled/accordion is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush a stone. However, the handle cannula broke during the attempt leaving the stone stuck inside the basket. The basket was manually pulled out. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.